Manufacturer narrative:
Preliminary analysis:the returned batteries passed external visual inspection and lab testing. The returned controller failed visual inspection but passed all the functional checks and the system running test. Investigation is ongoing other devices involved in this event: medical device: (B)(4). Device available for evaluation? Yes, 2018-01-17. Device evaluated by manufacturer? Yes. Medical device: (B)(4). Device available for evaluation?: yes, 2018-01-17. Device evaluated by manufacturer? Yes. Medical device: (B)(4). Device available for evaluation?: yes, 2018-01-17. Device evaluated by manufacturer? Yes. Medical device: (B)(4). Device available for evaluation?: yes, 2018-01-17. Device evaluated by manufacturer? Yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection and functional testing. The controller passed functional testing but visual inspection revealed a crack in the housing around the power port 2 connector. This is an additional observation not related to the reported event. An internal investigation was initiated to capture events involving the cracks on controller housing around the power port connectors. Log file analysis revealed that the controller, (B)(4), contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching events due to communication errors involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation was initiated to capture events involving the momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One controller ((B)(4) ) and four batteries ((B)(4) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. The controller passed functional testing but visual inspection of controller under 10x magnification revealed hairline crack around power port 1 and 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. Based on the investigation conducted, the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller, (B)(4) , contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching events due to communication errors involving (B)(4) . As a result, the reported event was confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to address momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery, battery / (B)(4)/ model #: 1650de / expiration date: 2018-06-30 UDI #: (B)(4), mfg date: 2017-06-30, (B)(4). Heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / expiration date: 2018-05-31 UDI #: asku, mfg date: 2017-05-31,(B)(4), heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / expiration date: 2016-04-30, UDI #: (B)(4), mfg date: 2015-04-30, (B)(4). Heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / expiration date: unknown UDI #: asku, mfg date: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power switching with four different batteries on both power ports of the controller. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.